Event description:
It was reported the initial procedure was performed on (B)(6) 2026 to treat a heavily calcified and tortuous lesion in the left anterior tibial artery (at). The 2.50 x 38mm esprit btk scaffold was implanted without issue. The patient returned on (B)(6) 2026 and an additional procedure was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Without the device returned for analysis and without specified failure mode, a conclusive cause for the reported event could not be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.